Event description:
A touchscreen responsiveness issue was reported, where the pump screen was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. After receiving complete pump reset information from technical support, the customer chose to reset the pump, which resolved the issue, and the customer was then able to interact with the pump screen.